Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a manufacturing record evaluation was performed for the finished device product code: 02.224.224s-15, lot number: 9294p52. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 08-march-2024, manufacturing site: jabil grenchen, expiry date: 01-march-2034. The product was returned to depuy synthes for evaluation. Visual inspection of the returned device revealed that the 2nd hole of the lcp dhs-pl 135° 4ho l92 standbarrel sst was observed in middle of the threads of the second hole stripped. This condition may have caused during the screw implantation process, either due to the screw being inserted at in incorrect angle or during the use of drill guide to create the holes, which may have damaged the thread. This condition can cause the screw unable to assemble into the plate. According to the surgical technique, carefully screw the lcp drill sleeve into the desired lcp hole until it is gripped completely by the thread. Drill the screw hole using the drill bit. Read the screw length directly from the laser mark on the drill bit. Insert the 5.0 mm self-tapping locking screws with a 4 nm torque limiter. A dimensional inspection was performed and met specifications a functional test was performed where the 7.20 mm pin passed through the cylinder without any issues. Additionally, the 7.98 mm pin was the largest diameter that entered the cylinder until it reached the internal stop of the cylinder. The overall complaint was confirmed as the observed condition of the lcp dhs-pl 135° 4ho l92 standbarrel sst would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: reporter is a j&j employee. G4: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the barrel would not go over the end of the screw. The screw was taken out thinking the issue was the screw. They tried passing the screw through the dhs plate outside of the patient and it was stiff and wouldn't pass at all. They proceeded with a separate plate all together. There was a twenty (20) minute surgical delay while they tried to see if the plate was jammed and then subsequently opening another one. There was no issue with the screw. The procedure was completed successfully. The patient is reported as doing good. This report involves one (1) lcp dhs-pl 135° 4ho l92 stand barrel sst. This is report 1 of 1 for (B)(4).